Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an alert/notification settings issue occurred. According to the patient, on (B)(6) 2024, the patient missed an alert from the app. The patient was asleep when his wife noticed that he felt cold and unresponsive when she tried to wake him. The patient¿s wife called 91, when paramedics arrived, they checked his blood glucose (bg) which was 30 mg/dl. The patient did not recall what was on the continuous glucose monitor (cgm) at the time. The paramedics gave him an intravenous glucose drip. After that, the patient woke up, and paramedics checked his bg which was 100 mg/dl. The patient did not recall cgm values. There was no documentation of further medical evaluation or intervention. The patient was okay at the time of the report. Performance data was reviewed. The allegation was undetermined via data. However, signal loss equal to or under one hour was found in connection to the reported allegation. The probable cause could not be determined. No additional patient or event information is available.